Event description:
It was reported that the reservoir of this inflatable penile prosthesis was malpositioned as it was initially placed too superficial. A revision surgery was performed to remove and replaced the component in the correct location. There were no patient complications reported.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis was malpositioned as it was initially placed too superficial. A revision surgery was performed to remove and replaced the component in the correct location. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The reservoir was microscopically inspected and tested for leaks. A leak due to a hole in the reservoir shell was identified, consisting with sharp instrument damage. The reported malposition of device is a known risk associated with implant of these device as indicated in the instructions for use (IFU). In addition, the reported issue with malposition may have been due to a potential placement error at the implant procedure.